Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump's screen was unresponsive, intermittently prevented unlocking, and appeared stuck on a report screen, consistent with a device display or user interface malfunction. Symptoms included no adverse clinical effects. Outcomes included replacement of the pump and instructions to shut down the device to avoid further alerts, continuation of cgm use, and return of the original unit. Investigation included review of the user¿s report, shipment of a replacement device, and collection of the original device for evaluation. Investigation of this case revealed a suspected hardware-related screen or interface failure preventing normal operation. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display/user interface hardware.